Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates this right ventricular (rv) lead the lead was explanted due to loss of capture (loc).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.